Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module and system board was replaced to address the issue. Additional findings not related to the malfunction/issue were several system errors occurring on the device, which had the following parts replaced to address those system errors: obm harness, blower, power management board, in-line proximal filter, and flow sensor. After all parts were replaced on the device, the device passed all verification tests, the circuit and o2 sensor were calibrated, and the software was updated.